Event description:
It was reported that during the procedure in the 90% stenosed right coronary artery for treatment of a de novo lesion, direct stenting was performed using a 3.0x15 promus stent delivery system. Post-dilatation was performed as standard procedure, using a 3.0x15 nc trek. The balloon ruptured at 12 atmospheres after 30 seconds during the first inflation. The dilatation catheter was removed from the anatomy without resistance. A non-abbott balloon was used to complete post-dilatation. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail. Stent: rx 3.0 x 15 promus. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the nc trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the implanted stent such that the balloon ruptured upon the first inflation at 12 atmospheres which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.